Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine; further described as "there is too little iodine solution on the sponge, so it is dry." This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 & h11. H11: the device and a video sample were received for evaluation. Visual inspection of the actual sample was performed and the minicap had evidence of iodine present on the sponge, indicating that iodine was dispensed during manufacturing. The iodine on the sponge was dry and no iodine weight could be taken. The video was reviewed and showed a cotton bud being inserted into the sponge of the minicap with no evidence of wet iodine on the cotton bud after insertion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.